Event description:
Proximate 75 mm linear cutter was being used on a patient during surgery. The staple line was intact but the cutter did not cut. The surgeon had to use scissors to cut in between the staple lines.